Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The reporting person states the device presented a fissure in the connection of the catheter with the butterfly connector, that results in active bleeding and it was necessary to remove the device.

Manufacturer narrative:
(B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.